Event description:
A report was received that the patient was experiencing discomfort and soreness at the generator site. The physician prescribed the patient with medicated cream to put on the site to ease some of the pain.

Manufacturer narrative:
Additional information was received that the cream that was administered to the patient was otc. The patient¿s pain has not resolved and there will be no further course of action.

Event description:
A report was received that the patient was experiencing discomfort and soreness at the generator site. The physician prescribed the patient with medicated cream to put on the site to ease some of the pain.